Manufacturer narrative:
The customer declined service. No ge service was performed. No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported the system displayed an error and would not display an image even though it produced x-rays. No pt injury was reported.